Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the nurse noted that the secondary infusion of iron sucrose was back-flowing into the primary infusion line and stopped the infusion. There was no patient harm.

Manufacturer narrative:
The customer¿s report of backflow from the secondary to the primary was confirmed. Visual inspection showed no anomalies. Initial functional testing confirmed backflow indicating a faulty check valve. However, testing by the supplier resulted in no back flow. Disassembly of the check valve resulted in normal findings. The root cause of the customer's report could not be identified.

Event description:
The customer reported that the nurse noted that the secondary infusion of iron sucrose was back-flowing into the primary infusion line and stopped the infusion. There was no patient harm.